Manufacturer narrative:
Investigation summary: bd received 2 samples and 2 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes of foreign matter and gel strings were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and gel strings. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there was unknown foreign matter in the gel additive in one device and abnormal gel additive form in one device. No adverse impact was reported regarding the patient or user.